Manufacturer narrative:
Corrections: b7, d4, d11, e1, e3, h4, h7, h9, h10 a supplemental report is being submitted for corrections. B7 relevant history corrected to heart failure. D4 suspect medical device model # corrected from 1650de to 1650, catalog # corrected from 1650de to 1650, and expiration date corrected from 30-sep-2016 to 30-sep-2017. D11 concomitant product therapy date corrected from 10-jan-2017 to 02-jan-2017. E1 initial reporter prefix corrected from ms. To none, first name corrected from (B)(6), last name corrected from (B)(6), facility name corrected from (B)(6) hospital to (B)(6) medical center, phone number corrected to (B)(6). E3 initial reporter occupation corrected from nurse (nurs) to other healthcare professional (othe). H4 device manufactured date corrected from 30-sep-2017 to 30-sep-2016. H7, h9, h10 this report contains an update to the product event summary to reference the formal investigation associated with the reported failure and associated z-number. The previously reported failure and investigation findings remain unchanged. Additional products: controller ac adapter device evaluated? Corrected to yes; serial # (B)(6) model # corrected from 1650de to 1650, catalog # corrected from 1650de to 1650 anddevice evaluated? Corrected to yes; serial # (B)(6). Model # corrected from 1650de to 1650, catalog # corrected from 1650de to 1650 and device evaluated? Corrected to yes; serial # (B)(6). Model # corrected from 1650de to 1650, catalog # corrected from 1650de to 1650 and device evaluated? Corrected to yes; serial #(B)(6). Model # corrected from 1650de to 1650, catalog # corrected from 1650de to 1650 and device e valuated? Corrected to yes; serial #(B)(6). Model # corrected from 1650de to 1650, catalog # corrected from 1650de to 1650 and device evaluated? Corrected to yes. Product event summary: a controller ac adapter and batteries (bat323750, bat323759, bat323784, bat323800, bat323928, bat323952) were not returned for evaluation. Alarm log files did not reveal power disconnect alarms. However, analysis of the data log files revealed several momentary disconnections involving bat323750, bat323759, bat323784, bat323952 which did not lead into power switching. The momentary disconnections may explain the reported "power disconnects". A momentary disconnection will result in an audible tone or "beep". As a result, the reported "beeps" and ¿power disconnect¿ events were confirmed. However, the reported "power switching" event could not be confirmed. A power source lubrication procedure was performed on (B)(6) 2018 involving batteries bat323750, bat323759, bat323784, bat323800, bat323928 and on 11-oct-2018 involving bat323952. The most likely root cause of the reported "beeps" and ¿power disconnect¿ events can be attributed to the momentary disconnections due to corrosion of the controller power port pins. Additional products: d1: heartware ventricular assist system ¿ controller ac adapter h3: yes d4: model #: 1650 / catalog #: 1650 / serial #:(B)(6). H3: yes d4: model #: 1650 / catalog #: 1650 / serial #:(B)(6).h3: yes d4: model #: 1650 / catalog #: 1650 / serial #:(B)(6) h3: yes d4: model #: 1650 / catalog #: 1650 / serial #:(B)(6). H3: yes d4: model #: 1650 / catalog #: 1650 / serial #: (B)(6). H3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the cac adapter and batteries were not returned for evaluation. Alarm log files did not reveal power disconnect alarms. However, analysis of the data log files revealed several momentary disconnections involving (B)(6) which did not lead into power switching. The momentary disconnections may explain the reported "power disconnects". A momentary disconnection will result in an audible tone or "beep". As a result, the reported "beeps" and ¿power disconnect¿ events were confirmed. However, the reported "power switching" event could not be confirmed. A power source lubrication procedure was performed on (B)(6) 2018 to some batteries and on (B)(6) 2018 to another. The most likely root cause of the reported "beeps" and ¿power disconnect¿ events can be attributed to the momentary disconnections due to corrosion of the controller power port pins. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller ac adapter serial #: unknown h6 method code(s): 4112, 4114 h6 result code(s): 213 h6 conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery serial #: (B)(6). H6 method code(s): 4112, 4114 h6 result code(s): 3213 h6 conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery serial #: (B)(6). H6 method code(s): 4112, 4114 h6 result code(s): 3213 h6 conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery serial #: (B)(6). H6 method code(s): 4112, 4114 h6 result code(s): 213 h6 conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery serial #: (B)(6). H6 method code(s): 4112, 4114 h6 result code(s): 213 h6 conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery serial #: (B)(6). H6 method code(s): 4112, 4114 h6 result code(s): 3213 h6 conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller ac adapter model #: unk / catalog #: unk/ expiration date: unk serial #: unk.-controller ac adapter UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #:1650de / expiration date: 2017-sept-30 serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-sept-30. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #:1650de / expiration date: 2017-sept-30 serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-sept-30. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #:1650de / expiration date: 2017-sept-30 serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-sept-30. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #:1650de / expiration date: 2017-oct-31 serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-oct-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #:1650de / expiration date: 2017-oct-31 serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-oct-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard short and long beeps when the controller ac adapter and batteries were in use. Power switching was suspected. The batteries and controller ac adapter remain in use. No patient complications have been reported as a result of this event.